Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ pro pen needle experienced 4 cases of being difficult to operate, and 4 cases of being unable to deliver medication. The following information was provided by the initial reporter: the patient turned the dose for priming but the drug solution didn't come out. When they feel difficulty in turning the dose, the drug solution usually doesn't come out.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-mar-2022. H.6. Investigation: five open 32g x 4mm pen needle samples and three photos were returned from lot. No. 0336665, cat. No.320559. Visual examination was carried out on the returned samples and photos and bent non patient end of cannula was observed on all five samples. Due to the condition the sample were returned no clog test could be carried out. A functionality test as per q-sop-183-dl was carried out on the five samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that bd micro-fine¿ pro pen needle experienced 4 cases of being difficult to operate, and 4 cases of being unable to deliver medication. The following information was provided by the initial reporter: the patient turned the dose for priming but the drug solution didn't come out. When they feel difficulty in turning the dose, the drug solution usually doesn't come out.